Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that inappropriate therapy was received due to oversensing. The sensing integrity counters were triggered and the rv impedance measurements were greater than 2500ohms. The lead was removed and replaced. No further patient complications have been reported as a result of this event.